Manufacturer narrative:
Additional information: conclusions - current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an inserter would not successfully retain the implant during insertion within surgery. The initial implant was dropped on the floor so a second implant was successfully used to complete the surgery. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. There were no visual indications of damage. It was functionally checked with mating parts but the event could not be recreated. There were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.